Manufacturer narrative:
Additional, changed, and/or corrected data. In response to FDA report number: mw5093908.

Event description:
Patient reported "having experienced autoimmune issues such as skin reactions, illnesses and infections". Patient reported additional events of ¿multiple health problems leading to higher and higher thyroid meds, currently taking the max amount of hormones for that (considering I still have my thyroid). I am on a dose that replaces one all together and blood tests have been stumping my doctor.¿, ¿debilitating migraines¿, ¿sinus infections¿, ¿yeast in gut and throat¿, ¿anxiety attacks, skin rashes and blisters¿, ¿really bad gastrointestinal problems causing irregular weight gain and urinary problems with urgency and frequency¿, and ¿insomnia¿. The aforementioned events are not related to the device. Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified sharp edge broken in the shell with stress marks, partial delamination of orientation dot and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nick in the side posterior assessed as surgical impact opening. Partial delamination of orientation dot assessed as adhesive failure. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "having experienced autoimmune issues such as skin reactions, illnesses and infections."

Event description:
Patient reported "having experienced autoimmune issues such as skin reactions, illnesses and infections". Patient reported additional events of ¿multiple health problems leading to higher and higher thyroid meds, currently taking the max amount of hormones for that (considering I still have my thyroid). I am on a dose that replaces one all together and blood tests have been stumping my doctor.¿, ¿debilitating migraines¿, ¿sinus infections¿, ¿yeast in gut and throat¿, ¿anxiety attacks, skin rashes and blisters¿, ¿really bad gastrointestinal problems causing irregular weight gain and urinary problems with urgency and frequency¿, and ¿insomnia¿. The aforementioned events are not related to the device. Healthcare professional reported right side rupture. The device has been explanted.